Event description:
Sales rep reported patient was revised due to instability issues. Upon entering the joint the surgeon found that the greater trochanter was completely bald and absent of any abductor tendons. Asr head and acetabular component removed and replaced. It is noted that the corail neck did not show any evidence of corrosion. The asr cup was well fixed. Update 3/11/2015: added previously missed info - head product code, PMA/510k number for head, brand name, not a clinical trial. Update rec'd 7/01/2015- litigation papers received. Litigation alleges patient suffered dislocations, pain, and elevated metal ion levels. Additionally, litigation states patient underwent reduction surgery (B)(6) 2014 and again on (B)(6) 2014. If additional information is received regarding additional revision surgeries related to these dislocations, the complaint will be update at that time. Original date of implant has been updated.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.